Manufacturer narrative:
Follow-up #1, 06/03/2011 - device evaluation: there is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter alleged that the animas cartridge with lot# b201582 has leakage issue. The patient reportedly noticed the leaking at the plunger side of the cartridge and wetness in the cartridge compartment over the last 2 weeks. There was blood glucose excursion. In addition, there was no report of any medical intervention or symptoms that would suggest a serious injury occurred. This complaint is being reported as a malfunction due to the alleged cartridge leakage issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. Brand name: animas insulin cartridge. Correction number: 2531779-02/25/11-001-r.